Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 23.7 mmol/l (426.6 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The pod was removed and the cannula was noted to be bent. Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6) 2019: time: 1:19pm, bg(mmol/l): 19.7, (mg/dl): 354.6, cho(g): 84, bolus(u): 7.6; 2:20pm, 23.7, 426.6; 2:30pm, 23.4, 421.2. Activated new pod.

Manufacturer narrative:
The returned device was evaluated and no issues were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing through the fluid path successfully and exiting through the distal tip of the soft cannula. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were noted during the investigation.